Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (377 mg/dl) and a correction bolus was delivered to address the high bg. The customer did not know the cause of the high bg. However, the customer's healthcare provider informed the customer that due to the type of diabetes, the bg levels can be unpredictable.